Event description:
It was reported the patient was complaining of pain. A revision surgery was performed due to infection.

Manufacturer narrative:
Further information was received that confirms that this information is already contained in MDR 1020279-2018-01912. Please disregard this report.

Event description:
It was reported that a revision surgery was performed due to inflammatory pseudotumor after ceramic-on-ceramic total hip.